Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the light source's spare lamp was illuminated after 100 hours on new lamp and an overheating error was present, an error code appeared on screen. The issue occurred during sedation for a diagnostic esophagogastroduodenoscopy procedure, which was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11 the device was not returned to olympus for inspection and the reported failure was not confirmed. The customer contacted olympus technical assistance support (tac) via phone. Technical assistance center (tac) provided remote troubleshooting. Nurse manager samantha called to report the spare lamp was illuminated after 100 hours on new lamp and an overheating error was present. She was unsure of the exact numerical error number. The fan is currently working. The spare lamp light is illuminated. Technical assistance support (tac) also advised sending the unit in for repair if the overheating error is present again. The device will not be returned to olympus for evaluation. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.